Event description:
After receiving two shocks, this pt reported to the emergency room. Review of the episodes revealed non-physiologic signal being sensed on the right ventricular channel, triggering tachycardia detection and subsequent shock therapy delivery. This device remains implanted at this time.